Event description:
It was reported there was a volume discrepancy and the expected residual volume (erv) was 19.2ml and the actual residual volume (arv) was 23ml. It was noted the cause of the discrepancy was not specified. It was further reported on (B)(6) 2014 ,the patient was to have a dye study performed. It was reported there was a potential catheter kink due to withdrawal symptoms and the catheter dye study would determine this. Patient symptoms included pain and feeling ¿flushed.¿ the patient¿s status at the time of this report was ¿alive-no injury.¿ it was unknown what drug the pump was being used to deliver. Additional information received reported the patient was having symptoms for five days and included feeling flush and somnolent. It was further reported the patient¿s managing physician was out of the country and they planned to do a dye study (B)(6) 2014. The pump was being used to deliver fentanyl and bupivacaine. Additional information received reported on (B)(6) 2014 the dye study revealed the catheter was epidural instead of intrathecal and as a result the patient was still having symptoms. It was noted the patient would supplement with oral medications for pain control until a procedure is scheduled to revise the catheter. It was also reported the patient would consult with the surgeon before the procedure is scheduled because the managing physician wanted a second opinion on options for surgery. It was reported the patient was left on the same continuous infusion dose of his pump. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).